Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier cut the cystic duct on the first firing without deploying a clip. Case completed by surgeon applying clips to each side of the cut with the same device. There were no patient consequences reported.